Manufacturer narrative:
Correction information g6: follow up #1 h6: coding changed based on the investigation result the processor repaired. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Entry of patient data not possible and error (B)(4). This event occurred at the time of before use. There was no report of patient harm.